Event description:
Caller reported her compact plus system gave blood glucose results of 596 mg/dl, 309 mg/dl, and 228 mg/dl, her husband's compact plus system gave a result of 323 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.